Event description:
It was reported that during the implant procedure, the helix would not deploy. During interrogation, noise was seen on the lead. The sensing and threshold testing could not be completed. The physician decided not to use the lead and implanted a new lead with success. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.